Manufacturer narrative:
Additional information was received that there was no fracture on the leads. The patient underwent a revision procedure wherein the leads were replaced. The explanted devices were not returned to bsn.

Event description:
A report was received that following a car accident a lead fracture was suspected as shown in the lateral view of an x-ray. It was also noted that the stimulation had changed due to high impedances. The patient underwent a revision procedure wherein a new lead was added. The patient was doing well postoperatively.

Event description:
A report was received that following a car accident a lead fracture was suspected as shown in the lateral view of an x-ray. It was also noted that the stimulation had changed due to high impedances. The patient underwent a revision procedure wherein a new lead was added. The patient was doing well postoperatively. Additional information received that the patient still having high impedances on left lead and not getting adequate stimulation. Database analysis revealed high values on port ab (4 contacts). The ipg appears to be working as expected.

Manufacturer narrative:
Model number/catalog number: sc-2317-70. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that following a car accident a lead fracture was suspected as shown in the lateral view of an x-ray. It was also noted that the stimulation had changed due to high impedances. The patient underwent a revision procedure wherein a new lead was added. The patient was doing well postoperatively.